Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was tubing separation or kink. The following information was provided by the initial reporter. The customer stated: "the tubing was found to be kinked before use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 physical sample as well as 3 photos from the customer in support of this complaint. The photos and sample were evaluated and show 1 bd pbbcs device appearing to have a preactivation of the IV needle and IV protector as well as a kinked tubing; therefore, this complaint is confirmed. Bd is able to confirm the customer¿s reported failure from the photos and sample received. The root cause of the kinked tubing would be preactivation of the IV needle in the package as this would cause the tubing to push down against the bottom of the blister pack. A definite root cause of the preactivation could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was tubing separation or kink. The following information was provided by the initial reporter. The customer stated: "the tubing was found to be kinked before use."